Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with proglide devices were attempted in the moderately right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. Reportedly, cuff misses occurred in both the rcfa and lcfa using one each proglide device. The sutures of four additional proglide devices were placed, two proglide devices in the rcfa and two proglide devices in the lcfa using the preclose technique. The sheath was upsized to 14f in both the rcfa and lcfa and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures of the additional proglide devices in both the rcfa and lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.